Event description:
Primary IV tubing set up for infusion of an antibiotic. Upon starting the medication in the alaris pump, registered nurse (rn) noticed primary tubing had moisture and was dripping on the outside of the tubing. Infusion was paused and tubing inspected. Rn observed a small hole in the primary tubing that is enclosed in the pump. A new IV setup was obtained and infusion restarted.